Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set was detached and the infusion set tubing came apart at left abdomen which occurred on (B)(6) 2025. The infusion set was in use for three days. No further information was available.